Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe breast pain, capsular contracture baker grade IV" "implants cause...cancer" "breast plant illness."

Event description:
Patient reported "severe breast pain, capsular contracture baker grade IV. I can't sleep properly because of the pain, and the implants cause... Cancer which I was not warned about when I agreed to having the procedure." The following events have been deemed not device related: "breast plant illness symptoms - chronic fatigue, joint pain including wrists, knees and hips, migraines, dizzy... It's taken away my quality of life, I can no longer pick my children up, I'm weak, my joints hurt constantly, chronic fatigue, severe breast pain, severe migraines," the device was explanted. This record represents the left side.